Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party service technician was not able to verify customer's reported problem. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 87 hours extended tests. Ventilator passed initial final test and initial alarm volume test, which includes many alarm and ventilation functions. Review of event trace reveals several hardware fault 20 alarms. The service technician replaced the hybrid board as precaution. The unit passed all testing and met all specifications.

Event description:
The customer reported that the revel unit was not producing accurate volumes. There was no patient involvement reported in this event.